Event description:
It was reported that the patient was not having efficacy following a catheter revision about a month prior to the report (refer to manufacturer report # 3007566237-2012-02137). A volume discrepancy was observed during the first refill following the revision. The actual residual volume (arv) was 40ml and the expected residual volume (erv) was unknown. The pump had not alarmed, but upon aspiration of the pump 40ml were pulled out. The reporter stated that drug was not leaving the pump. A catheter dye study and rotor study were performed on (B)(6) 2012. The doctor was unable to aspirate anything through the catheter access port (cap). He decided to try to inject contrast through the cap but was unable to inject either. The rotor study showed the rotor turned correctly. A catheter revision took place on (B)(6) 2012. The pump was bloused out for 2 minutes, disconnected from the catheter, to confirm fluid output from the pump. Confirmed strong spontaneous cerebrospinal fluid (csf) flow out of the existing catheter with the sutureless connector (sc) interface removed. A new sc interface was placed and the pump and catheter were positioned in the pocket. Omnipaque dye was infused into the cap and followed the entire catheter with x-ray from the pump to the intrathecal tip. No leaks were seen and a clear "pencil column" was observed in the intrathecal space at the catheter tip, confirming patency all the way through. The pump was to be restarted at "around" 75mcg/day. The healthcare provider (hcp) believed the problem was a kinked catheter in the pocket. A possible occlusion was also noted. The patient was reported to have recovered without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "excellent" aspiration was obtained from the catheter through the pump's catheter access port after the connection was made and the pump was back in the pocket. It was reported that the patient was doing well and getting effective therapy. This event was also reported under manufacturer report 3007566237-2012-02668. Any additional information received will be reported under this manufacturer report number (3004209178-2012-10183).

Manufacturer narrative:
Product ID, 8709 lot# serial# unknown, product type catheter product ID, 8578 lot# serial# unknown, explanted: 2012 (B)(6), product type accessory. (B)(4). Analysis of the 8578 catheter revealed an indent in the seal of the sutureless connector and an occlusion. A circular indent was seen in the bottom of the cup of the sc connector consistent with the diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sc connector. This indicated that the connection between the sc connector and the pump's outlet port may possibly have been occluded. Also of note were some minor indents to one of the retaining ring fingers. This damage to the retaining ring finger indicated that the sc connector may possibly have been misaligned when attached to the pump's outlet port.

Manufacturer narrative:
(B)(4).